Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient underwent a revision surgery due to elevated metal ion levels, pain and synovitis. Radiographs revealed bone loss and the findings were suggestive of synovitis. There was decompression into adjacent soft tissue and butting the sciatic nerve suggesting alval. Osteolysis of the greater and lesser trochanter. During the procedure, a large amount of fluid was observed in the joint. There was bone loss around the acetabular component and the locking ring did not function well making the liner difficult to remove. Significant corrosion was noted on the femoral neck and taper. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101200 ¿ m/l taper stem ¿ 61230786. 00620206022 ¿ trabecular metal shell ¿ 61230145. 00631006032 ¿ xlpe liner ¿ 61112328. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in progress, once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03763, 0001822565 -2020 -00894, 0001822565 -2020 -00895.

Event description:
It was reported that patient underwent a left hip revision approximately 5 years post implantation due to pain, elevated metal ion levels and synovitis. During the revision, significant corrosion was noted at the neck and head junction in additional to osteolysis and bone loss. Frozen sections were positive for chronic inflammation consistent with alval. The locking ring was noted to not function and the liner was removed with a screw. The locking ring, head and liner components were removed and replaced without complications. Attempts have been made and additional information on the reported event is unavailable at this time.